Event description:
Event description cpi received information that this ventak av implantable cardioverter/defibrillator (ICD) and endotak dsp lead were explanted due to infection. At the time of explant, a lead fracture was discovered. The patient had not experienced any symptoms related to the fracture except oversensing which had been resolved by adjusting the sensitivity.